Manufacturer narrative:
Conclusion: pre-analytical sample handling is the likely cause of this event. It is unknown if, based on the centrifugation speed/time configuration used by the customer, sample preparation of the patient sample was sufficient to produce a quality sample required per the assay's instructions for use. Tube manufacturers recommend centrifuging plasma samples between 3500 - 4000 rpms for 10 - 15 minutes. Customer indicated the sample was centrifuged at 5120 rpm for 3 minutes in a stat centrifuge. This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2122870-2012-01845.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated an erroneous positive troponin I (accutni) result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the erroneous result was corrected. Customer indicated the patient was admitted and treated based on the initial result. Customer indicated they do not have any other detail. Customer reported that they have a policy to repeat all positive troponin I results to verify the results. Customer reported they verify the positive results after reporting the initial results out of the laboratory so as not to affect the turnaround time. Customer reported that access accutni reagent, lot 222174, and access accutni calibrators ((B)(4)), lot 123132, were used in conjunction with the dxc 600i analyzer. Bec field service engineer (fse) found the system check was passing specifications. The fse noted the incubator belt to be a little noisy. The fse replaced the incubator belt, performed calibration and alignment of the belt. The fse also performed maintenance. A high sensitivity system check, all levels of quality control, and a 3 repetition precision test using the patient sample were then performed; all results were within the assay, the instrument and the laboratory specifications.